Event description:
It was reported that during lap gastric bypass procedure, all the devices were leaking. They continued to use the same products to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.